Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The ins was at elective replacement indicator (eri) and a replacement was planned for (B)(6) 2014. The ins was in continuous mode programmed to 1+, 2- at 4v, 90 pulse width, and 180 hz on the left side and 6-, 7+ at 5v, 90 pulse width, and 180 hz on the right side. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. The patient was okay and receiving effective therapy at the time of this report. No outcome was reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition.